Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The incidents occurred on unspecified dates in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large bore stopcocks would not flow. This was further described as ¿inability to push fluid at all¿ through the stopcocks. This issue was identified while using unspecified fluids during patient procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.